Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient experienced a pump stoppage.

Manufacturer narrative:
The patient remains ongoing with the implanted device. The manufacturer is attempting to acquire the system controller for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.